Event description:
Boston scientific crm received info that right atrial (ra) lead exhibited loss of capture (loc) and a lead dislodgement was discovered the day of implant. A lead revision procedure was performed. While attempting to reposition this ra lead, terminal pin damage was observed. The lead was explanted and a new ra lead was successfully implanted. Other than the procedure, no adverse pt effects were reported.